Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the head right siderail is not working on model 3000 secure bed. The service report notes do not indicate if there was pt involvement or adverse consequences reported.